Event description:
It was reported that during the procedure, a dent was noted on the right ventricular (rv) lead prior to use. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a kink or dent in the lead was confirmed. As received, a complete lead was returned in one piece with the helix partially extended. Visual and x-ray inspection was performed and found the outer coil was kinked at the proximal region. The cause of the reported event was isolated to the outer coil kinked consistent with procedure/user damage. Device history record (DHR) was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.